Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the tubing detached at the quick release. This issue occurred with three infusion sets. No further information available.